Event description:
This senior medical surveillance specialist spoke with the reporter/hcp (point of care specialist) on 3/13/09 regarding her report that a patient was treated with insulin based upon inaccurately elevated blood glucose results on two of the hospital's surestep flexx meters. The poc initially called lifescan four days prior. The poc specialist reported the following to this specialist. Results are in the correct unit of measure, mg/dl. The pt was in the hospital for issues unrelated to diabetes: sepsis, influenza a, legionella pneumonia. The pt, who does not have diabetes, was on a tight glycemic protocol (tgp) due to the sepsis with blood glucoses tested every four hours. The pt has other health issues as well as multiple myeloma for which he received his last chemotherapy treatment early 2009. The patient's hematocrit was 28%, within the test strip limitation of 25-60. On event date, the patient's blood glucose was reportedly over 500 on both meters at 6:23 a.m. The poc has not learned if the pt had symptoms of hyperglycemia. A venous lab draw was not performed. Based upon both results, the pt was injected with 10 units of insulin. At 7:51 a.m. The patient's pre-breakfast blood glucose on one of the two meters was 133. After the test, the pt reportedly ate 75% of his unknown breakfast. At 9:24 a.m. The pt passed out and was tested on both subject meters: results, 29. The patient's status between 7:51 and 9:24 a.m. Are unknown to the poc. At 9:30 a.m., the pt was injected with a full syringe of d50. At 9:44 a.m., blood glucose on another meter was 114 and a venous lab results, 85. After the incident, the poc tested the subject meters with a sample of blood from the 9:44 a.m. Venous draw that had been placed in a purple top tube. Results on both meters were around 88, within the expected <=20% variance between a meter and lab comparison. The subject meters were replaced. The complaint is reported due to the poc's allegation that the pt was treated with insulin based upon inaccurately elevated blood glucose results leading to intervention for hypoglycemia after the patient passed out (a symptom that meets the criteria for serious injury).

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.